Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 120602f catheter with a spring that was stretched and was broken off from the catheter. On evaluation, the balloon and distal balloon windings were detached from the catheter tip and were not returned. The spring in the catheter body was stretched and broken off from the catheter. The edges of the spring at the break location appeared to match. The proximal windings were damaged. Adhesive was visible at one end of the broken-off spring. The catheter body had two holes at approximately 1cm from the distal end. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "tip of the catheter separated" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a (B)(6) male patient, the tip of the fogarty catheter separated and could not be found. The surgeon attempted to ¿fish out¿ the missing part with both a size 2fr and 3fr fogarty catheter, but could not locate it. The scrub nurse had tested the catheter prior to use with the recommended 0.2ml of normal saline and no balloon leak was noted, and the catheter tip was intact. On-table ultrasound was performed and no foreign body was found in the radial or ulnar arteries. A post-op computed tomography angiography (ctangio) was performed and again, no foreign body was seen, as confirmed by the radiologist. No further tests were planned. There was no allegation of patient injury.